Manufacturer narrative:
Due to character limitation, below field are added from e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed fill manifold test during pm. There was no patient involvement.

Manufacturer narrative:
Updated fields -b4, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the helium reservoir. If any further information is provided, the investigation will be reopened and processed accordingly.